Manufacturer narrative:
There was no patient involvement. The customer's complaint that the tubing separated from the bottom of the chamber was confirmed. A photo provided by the customer observed that the tubing was separated from the drip chamber outlet port. Without return of the device for investigation, the root cause of this failure could not be identified.

Event description:
It was reported that the nurse had just removed the IV tubing set from the package. The IV bag was spiked with the set, and when the nurse squeezed the drip chamber to prime the set, the tubing separated from the bottom of the drip chamber. The event occurred during priming; there was no patient involvement.